Event description:
It was reported that there was a motor stall and the patient had a decrease in therapeutic effect. A critical alarm was heard at 5pm on (B)(6) 2012, and a motor stall was confirmed to have taken place at the time when the pump logs were checked. On (B)(6) 2012, the healthcare provider was notified and the patient was admitted to the hospital with severe rsd pain in left leg, severe ha, and hypertension. The critical alarm with motor stall was confirmed. On (B)(6) 2012, the pump was replaced. Pre-operatively, the healthcare provider did a bedside side port aspiration to check patency of catheter. The catheter had good cerebral spinal fluid (csf) flow at bedside. The pump was then replaced "without incident". During the pump replacement procedure, the catheter was again aspirated in the operating room (or) with good csf flow. As a result of the event, the patient was hospitalized for pain and hypertension control with medical intervention. It was later reported that there was no motor stall recovery in the pump logs, and there was no pump/patient exposure to MRI or other magnets around that time. Patient status as of (B)(6) 2012 was reported as "no injury/no adverse event". The medication in the pump was infumorph and clonidine. The patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot#, n172216019, implanted: 2009 (B)(6), product type catheter. (B)(4).analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed corrosion of the motor gear train.